Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 26, 2021.

Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and poor performance with the device. Troubleshooting attempts could not resolve the issue. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device on the same date.